Event description:
The patient was undergoing a coronary artery bypass graft (CABG) procedure. The guidant heartstring ii proximal seal system was opened for the case. A total of seven devices were opened, and only one was used. Two of the devices were unraveling just out of the package. Three were folded and inserted into the deployment device per manufacturer's recommendations, but these also unraveled prior to use. One was placed and ready for deployment, but they did not deploy out of the device. The seventh device was successfully inserted and used in the patient.